Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from (B)(6) alleged 3 discrepant results on the cobs liat system compared to the cobas 6800/8800 platform.patient 1 generated positive results for sars-cov-2 and flu b on the cobas liat system.the sample was retested on the cobas 6800/8800, which generated negative results for sars-cov2 negative and flu b.patient 2 generated negative results for sars-cov-2, flu a and flu b.the sample was retested on the cobas 6800/8800, which generated positive results for sars-cov-2.patient 3 generated negative results for sars-cov-2, flua and flub.the sample was retested on the cobas 6800/8800 which generated positive results for sars-cov-2.confirmation of reporting of results is pending. There is no harm alleged.it is also important to note that the customer is collecting sample with vacuette 3 ml virus stabilization tube, which is an off-label collection kit.the following collections kist are listed in the method sheet: nasopharyngeal swab collection kits: flexible minitip floqswab ¿ with universal transport media ¿ (utm ® ) from copan diagnostics or bd ¿ universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Nasal swab collection kits: regular floqswab ¿ with universal transport media¿ (utm® ) from copan diagnostics or bd¿ universal viral transport (uvt) 3-ml collection kit with a regular flocked swab copan universal transport medium (utm-rt® ), without beads.thermo fisher¿ scientific remel¿ m4rt thermo fisher¿ scientific remel¿ m4 thermo fisher¿ scientific remel¿ m5 thermo fisher¿ scientific remel¿ m6 thermo fisher¿ scientific remel¿ m4rt® tube, without beads. Pre-aliquotted 3 ml 0.9% physiological saline thomas scientific mantacc¿ 0.9% saline solution, 3 ml in 10ml tube, 50 tubes per pack, or equivalent3 MDR's will be filed 1 per patient.

Manufacturer narrative:
The investigation is ongoing and a supplemental report will be filed on the completion of evaluation(B)(4)

Manufacturer narrative:
An investigation was performed and indicated that the allegation was not observed during reagent investigation and did not detect a reagent lot issue. (B)(4).